Manufacturer narrative:
Sample will not be returned for eval.

Event description:
It was reported to the sales rep, that a resident at the medical center had a needle stick occur during insertion. The pt allegedly is hiv positive. The concern was that we do not have any sharps safety features in this tray, nor is there a custom kit available with safety features. The rep was not given any info on the resident. No further info is available.